Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose value.